Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all prerelease specifications. Device evaluated by MFR: engineering evaluation could not be performed as the device remains implanted. (B)(4).

Event description:
It was reported to gore that a 30mm gore® cardioform septal occluder was intended to be used to treat a patient with patent foramen ovale. The implant procedure on the (B)(6)2021 was fine. The patient then experienced fever a couple of hours post-implant. Tee assessment was performed on (B)(6) and the doctor suspects thrombus. The patient received medication for thrombus. Fluoro assessments were planned for (B)(6).